Manufacturer narrative:
Additional information will be provided once the investigation has been completed. Gtin: (B)(4).

Event description:
It was reported that the insufflator is going over pressure. There were no adverse consequences to the patient.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: pressure issue. Probable root cause: pressure sensor malfunction / out of calibration. Software malfunction. Use error. System design. Unwanted movement of internal components / wiring. Insufflator operated at least-favorable environmental conditions for an extended period of time. Pressure button does not disengage. (B)(4).

Event description:
It was reported that the insufflator is going over pressure. There were no adverse consequences to the patient.